Event description:
The following are the events that have occurred since rptr purchased the devices about 10 yrs ago. In 1986, on a routine preventative maintenance check, rptr found that the counterweight cables inside the table had frayed to the point that they were about to break. These cables with the counterweights support the spotfilm device. The room was taken out of service and MFR replaced frayed cables. Approx a yr and a half later cables again were frayed. Again, the MFR replaced. This was repeated at least three times. A couple of yrs ago MFR came out with mandatory modification of a safety device to catch the spot film device in case of cable failure. This was nothing more than a band-aid to the underlying problem. If one looks at how they lift the counterweights in this table and how they do it in their tables, the reason is obvious. The other table uses a scissors device to assist at the counterweights, while the device relies solely on the strength and size of the cable. The fraying always occurs in the same area underneath the counterweights. Rptr is concerned that the real issue of the fraying has not been resolved properly. Rptr is sure that there are many of these tables out there that are not being monitored closely. To rptr's knowledge, MFR has never notified device users that this potential can occur and to watch out for it. In the middle of january they had an incident. Without pt or operator touching the controls, the table started to angulate from horizontal to around 45 degrees. Fortunately it stopped before the pt was crushed between the table and the overhead tube. Another incident that occurred was the table top almost snapped off at the floor because of a failure of the table to properly monitor its position. The feedback pot was defective and there was no double check of the system to sense this. The physician's or technologist's feet could have been crushed or the table could have snapped off with the pt on it. A circuit board failed one time and allowed the table to drive past the electronic limit and ultimate limit and into the floor in trendelenberg. The weight of the table and momentum allowed the table to drive past the ultimate limit. Normally the ultimate limit should stop the table under these conditions. They had a failure of some bearing tracks on the idler gear assembly that hold the angulating drive chain under tension. Under the right conditions this could have caused the chain tension to release and the table to fall. They have had countless other problems with the mechanical portions of these items. There are other items which are not safety related but, because of the poor design, have been very annoying. They have discontinued using this table as of 1/13/94 and are in the process of replacing it with a different model. They anticipate that the table will be removed and junked in the next 30 to 40 days. It will be available for inspection until its removal.